Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact timing of the events could not be confirmed, based on the limited information available, investigation results suggest/indicate in addition to procedure itself, patient factors and or co-morbidities not provided, may have contributed to the reported stroke events within 30 days following the tavr procedures. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: barth s, reents w, zacher m, kerber s, diegeler a, schieffer b, schreiber m, lauer b, kuntze t, dahmer m, hamm c, hamm k. Multi-center propensity-matched comparison of transcatheter aortic valve implantation using the accurate ta/neo selfexpanding versus the sapien 3 balloon-expanding prosthesis. Eurointervention 2019; jaa-609 2019, doi: 10.4244/eij-d-18-01120. This is one of seven manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-10069, related manufacturer report no: 2015691-2020-10070, related manufacturer report no: 2015691-2020-10071, related manufacturer report no: 2015691-2020-10072, related manufacturer report no: 2015691-2020-10073, and related manufacturer report no: 2015691-2020-10074.

Event description:
As reported by our affiliate in (B)(6) and through an article, "multi-center propensity-matched comparison of transcatheter aortic valve implantation using the accurate ta/neo self-expanding versus the sapien 3 balloon-expanding prosthesis" in the absence of randomized data, comparison of the transapical acurate and transfemoral accurate neo prostheses with the sapien 3 prostheses using propensity-matching was performed. From 2012 to 2016, 1306 patients at 3 german centers received either the accurate/accurate neo prostheses (n=591) or the sapien 3 prosthesis (n=715). A stroke occurred in 3 patients within 30 days of the tavr procedure. Information regarding the timing of the stroke events, the actions taken, and the status of the patient was not provided. Information regarding the native annular diameter and degree of valvular calcification was not provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.